Manufacturer narrative:
B2: date of death: updated. B5: describe event or problem: updated. H1: type of reportable event: updated. H6: patient codes: added death.

Event description:
It was reported that complete heart block occurred. The patient was selected for a 25mm lotus edge valve implant. A right transfemoral access was gained. After the successful lotus edge valve implant, the patient was observed to have complete heart block. A permanent pacemaker was implanted to treat the event. It was further reported that the patient was discharged two days post index procedure and died later that night at home. The cause of death is unknown.

Manufacturer narrative:
Patient identifier: updated. Date of death: corrected from (B)(6) 2020 to (B)(6) 2020. Describe event or problem: updated.

Event description:
It was reported that complete heart block occurred. The patient was selected for a 25mm lotus edge valve implant. A right transfemoral access was gained. After the successful lotus edge valve implant, the patient was observed to have complete heart block. A permanent pacemaker was implanted to treat the event. It was further reported that the patient was discharged two days post index procedure and died later that night at home. The cause of death is unknown. It was further reported that the patient died 4 days post procedure, not 2 days as previously reported.

Event description:
It was reported that complete heart block occurred. The patient was selected for a 25mm lotus edge valve implant. A right transfemoral access was gained. After the successful lotus edge valve implant, the patient was observed to have complete heart block. A permanent pacemaker was implanted to treat the event.